Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge."  No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl. Reportedly, pump alerted customer that cartridge ran out of insulin, and customer mistook alert as an indication that there was not enough insulin in their body and subsequently delivered a bolus. Customer required assistance from school nurse to treat bg via consumption of carbohydrates and glucose tablets. Reportedly, the customer was able to change the cartridge and successfully resume insulin delivery.